Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used for a percutaneous endoscopic gastrostomy procedure. According to the complainant, several days after placement, the right angle feeding tube of the gastrostomy device was noted to be broken and the y-port had detached from the feeding tube. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.